Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for eval. The exact cause of the reported event could not be conclusively determined at this time. If additional info becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during an esophagectomy. The seal and cut mode was output when the device wasn't used and the device was outside the pt, besides the hand switch of the device wasn't pressed. The user continued to use the device. At the next output of the device, the user tried to seal the unnamed small vessel. The user pressed the seal bottom, but seal and cut mode was output and the small vessel was cut. Then, the user replaced with another thunderbeat device and the procedure was completed.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-00343 to provide additional information based on the evaluation of the returned device. Lot # and device manufacture date were corrected. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation of omsc on june 18, 2015, omsc confirmed that the inside of the hand switch substrate rusted. Omsc tried materials analysis of the rust and na and cl were detected. Na and cl are the materials which are included normal saline. Omsc try to simulate the incident that seal & cut mode was activated in spite of pressing the seal bottom. We inserted normal saline to the gap of body of the device near the hand switch with a syringe. As a result, when we press the seal bottom, seal & cut output was activated. Then, the inside of the switch substrate was flooded. As a result of the investigation, there was a possibility that seal & cut mode was automatically activated and seal & cut mode was activated in spite of pressing the seal bottom since the inside of the switch substrate was flooded with normal saline. And there is a possibility that switch substrate was flooded since the user cleaned the grasping section of the device with a lot of normal saline, and consequently normal saline flowed to the switch substrate in the grip of the device. The instruction manual of the subject device already states. Do not submerge the handle in any liquid. Please cross-reference the following reports: 8010047-2015-00649.